Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 16x4.50 omega¿ stent, the stent came off the balloon. The procedure was completed with a 4.5x16 rebel stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to a us approved device.